Event description:
It was reported that when using the bd pyxis¿ medbank mini, station rejected the user request to pull the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication request was rejected. A technical support specialist (tss) stated that the pharmacy would need to edit the request, or the user would need to wait for the rejection timer to expire. The system functioned as intended after the technical support specialist troubleshot the device.